Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump was opened; inspection of the printed circuit shows a misaligned analog multiplexer used in the force sensor circuit. No other damage found to the force sensor circuit. During the load step the pump failed to recognize the cartridge, giving a ¿no cartridge detected¿ warning. A force sensor calibration test confirmed the sensor is not detecting correct force at (B)(4). The black box shows ¿no delivery, no prime, no cartridge detected¿ warnings and ¿loss of prime¿ warnings associated with zero force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.